Event description:
Customer reported an unexpected compatible crossmatch on the echo. Customer had crossed a sample that had a known anti-jka and anti-c with a unit that was jka and c positive. Customer stated that the sample was run on the echo and an anti-jka and anti-c were detected giving 3+ to 4+ reactions on a crrid panel. The units were not transfused to this patient.

Manufacturer narrative:
Tested in-house donor samples of known c+ and jk(a+) and c- and jk(a-) reagent red cells under crossmatch assay on in-house echo, using anti-c and anti-jka antisera, with retention capture-r select plate, lot sc100. In-house donor samples resulted in incompatible crossmatches by the echo. Jk(a-) and c- reagent red cells resulted in compatible crossmatch by the echo. Customer submitted plasma samples were tested on echo with in-house donor samples of known c+ and jk(a+) and c- and jk(a-) reagent red cells under crossmatch assay. All crossmatches resulted in incompatible interpretation by the echo. The returned samples were tested with retention crrs(3), lot r030 on in-house echo. Antibody reactivity was confirmed by the echo.